Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following predilation, a 4.00x20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician encountered difficulties in placing the device on the right position. The device was then moved forward and backward to cross the lesion but suddenly, the stent took off from the uninflated balloon. The catheter was removed and the stent was taken out from the patient's body with a snare wire. The procedure was completed with a 4.0x18 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis attached to a snare and without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its length with struts distorted, overlapping and bunched. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following predilation, a 4.00x20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician encountered difficulties in placing the device on the right position. The device was then moved forward and backward to cross the lesion but suddenly, the stent took off from the uninflated balloon. The catheter was removed and the stent was taken out from the patient's body with a snare wire. The procedure was completed with a 4.0x18 non-bsc stent. No patient complications were reported and the patient's status was stable.